Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and some type of fluid build up".

Event description:
Healthcare professional reported "a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and some type of fluid build up". The device was explanted. This is for right side.

Manufacturer narrative:
Continued h6 -- health effect - impact code: f22.

Event description:
Patient representative reported ¿personal injuries and damaged including but not limited to the following: scaring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care" -these events are not device related. Patient representative also reported "pain, increased risk of alcl, mental pain, anguish and fear due to risk of alcl, and¿ mental pain and suffering,¿ and ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety and worry of bia-alcl.¿

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and some type of fluid build up". The device was explanted. This is for right side.